Event description:
The pt is a 47-yr-old woman who had bilateral breast augmentation in 1984 using 200cc breast implants. Both implants became hard, and the pt had closed capsulotomies, on the left successfully, however, the dr was unable to break the right capsule. Since that time the right side has gotten very hard with occasional shooting pains. She also complains of morning stiffness in various joints, rosacea on the face. Xerogram and ultrasound demonstrate a definitive left intracapsular rupture and a probable rupture on the right. Because of rupture capsular contracture, it is medically necessary to remove these implants.